Event description:
A pt had an uneventful novasure endometrial ablation on a uterus with multiple polyps. Post hysteroscopy demonstrated good distention and no perforation. A laparoscopy was done and "2 circumferential blanched areas [were seen] on the posterior surface of the uterine serosa in the cornual region bilaterally. There was also a blanched area on the peritoneum along the left lateral sidewall". Upon close examination by a general surgeon no other injuries were seen. No treatment was needed and the pt was discharged home. On (B)(6) 2011 the nurse in the physician's office reported the pt is fine.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device has not been returned therefore, a failure analysis of the complaint device has not been completed. If the device is returned and eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the reported lot number. The lot was released meeting ll qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).